Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump beeped multiple times and was subsequently unresponsive. The customer's blood glucose level was in the 300's (mg/dl). The customer connected the pump to a power source to charge however the pump remained unresponsive. Multiple attempts were made to follow up with the customer, however no response was received.